Event description:
Additional information received indicated high pacing impedance was observed on the right ventricular lead. Additionally, abbott technical support reviewed x-ray imaging of the lead and confirmed that the previously reported event of externalized conductors did not occur. However, an insulation abrasion was confirmed.

Event description:
It was reported that an x-ray revealed externalized conductors on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.